Event description:
It was reported that the ventilator's air and o2 gas modules was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's air gas module, o2 gas module and the o2 sensor were found to be defective. Our field service engineer investigated the ventilator on site and solved the issue by replacing all the defective parts. Pre-use check passed the test and the device was handed over to customer in working condition. The o2 cell/sensor is used for monitoring only and does not affect ventilation. The air gas module, o2 gas module and the o2 sensor were not returned for further investigation. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).